Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (renal home care). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. On an unreported date, the patient was hospitalized for the suspected peritonitis. Treatment was not reported. No further information was provided regarding the outcome of the event. It was not reported if dianeal therapy was ongoing. No additional information is available.